Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, permanent injury, permanent physical deformity and has undergone and will undergo corrective surgery or surgeries. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).